Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Device history review: manufacturing site: (B)(4) - manufacturing date: june 10, 2010. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation summary: the applicator shaft has a fractured coupling end as described in the complaint condition. The instrument was noticed to be in this condition after the insertion of the first implant. There is not enough information as to how this fracture occurred. The breakage could occur if the security ring of the handle (part 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. A review of the device history records (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The t-pal spacer applicator inner shaft belongs to the t-pal spacer system, these spacers are for use in patients with degenerative disc disease. This device is coupled with an applicator handle and an applicator knob for implant insertion, per technique guide. The handle (03.812.001), knob (03.812.004), and applicator shaft (03.812.003) were returned as described. The applicator shaft has a fractured coupling end as described in the complaint condition. The knob and handle do not have any notable damage or signs of misuse. The associated drawing was reviewed. The designs, materials, and finishing processes were found to be adequate for their intended use. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the t-pal spacer applicator handle, inner shaft, and knob broke during a two-level transforaminal lumbar interbody fusion (tlif) procedure at l4 - s1. The first cage was implanted. When the surgeon passed the handle to the operating room (or) nurse, it was discovered that the distal tip of the inner shaft had broken off and remained lodged in the handle. The device was set aside and another was used to implant the second cage. The surgery was successfully completed without any reported delay. This report is 2 of 3 for (B)(4)..